Event description:
Customer called stating their meter reads with a variance. Indicated one time it can read 76mg/dl then second apart on the same finger can read 180 mg/dl. Customer was placing blood on flat part of strip. Explained that tip of strip should touch blood specimen. Although there is no evidence the meter malfunction, co is reporting this because the customer indicated that their life was almost taken. Customer asked to return meter for further evaluation, and a replacement was provided.